Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had issue with sensor. The customer blood glucose level was 168 mg/dl. The customer was assisted with troubleshooting. Customer reports the introducer needle fractured while in the body. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.